Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v589285, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
A healthcare provider for a clinical study reported the patient had pain at the site of the battery if they sat or lied on their left side. The patient was being observed. Incisional site/device tract was the etiology. The outcome was described as ongoing. Additional information received from a healthcare provider for a clinical study, via a manufacturing representative, reported both the lead and the neurostimulator were replaced. The lead replacement was not considered an intervention for the event of "pain at the battery site." The event resolved without sequelae on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.